Manufacturer narrative:
Fractured abutment screw could not be removed from dental implant. Implant was removed. Implant had no problem. User should have consulted IFU to prevent this from happen. Fracture was caused by overloading of the screw.

Event description:
Fractured abutment screw could not be removed from dental implant. Implant was removed.